Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: flat creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken is found with the following conditions: smooth edge on anterior due to smooth opening, sharp edge on radius with stress marks assessed as surgical impact opening and wear abrasion. Based on the device analysis the final assessment is: -a broken is found with the following conditions: smooth edge on anterior due to smooth opening, sharp edge on radius with stress marks assessed as surgical impact opening.

Event description:
Patient reported ¿not enough milk production¿ was reported by the patient. Healthcare professional reports right side rupture and "desired size change". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breastfeeding difficulties are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, unsatisfactory result.

Event description:
Patient reported ¿not enough milk production¿ was reported by the patient. Healthcare professional reports right side rupture and "desired size change". Device has been explanted and replaced.